Event description:
The customer reported that while the unit was being placed on a pt, the unit had a system failure and error code message #120. The pt was switched to another unit and therapy was continued. No pt injury was reported.